Manufacturer narrative:
Other, other text: b5: additional information received at smiths medical 04-aug-2021: according to the work order there were no incidents/events logged. There is no additional information. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a scratched screen. The customer stated problem was duplicated. A cassette was attached and the device's latch lock does not allow proper attachment. Replaced latch lock. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: h6: event problem and evaluation codes: corrections after device evaluation.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a latch problem. No adverse effects were reported.